Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12i15021 and h12j20012 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis while in the hospital for severe back pain. The nurse reported the cause of the peritonitis was diarrhea which had crossed over the peritoneal membrane. Treatment for the peritonitis included zybox, oral (dose and frequency not reported). On an unreported date, the patient was discharged from the hospital. At the time of the initial report, the patient was not recovered from the peritonitis event. This is report 1 of 3 involved in this peritonitis event.